Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse effects reported.